Event description:
Surgeon tried to use stapler but there was a loud pop and a small piece (about 1cm) of the mechanical linkage broke off the staple load and fell into the patient. It was retrieved but the stapling could not be completed. Manufacturer response (as per reporter) for stapler, reload, surgical, endo giathe device was a straight load but was reported to the company with the catalog number of an articulating one. Quality assurance and engineering evaluated a partially applied endo gia- ii 45-2.0mm single use loading unit and were unable to detect any discrepancies related to components or manufacture of the product. However, it was observed that the anvil was severely bowed, and the clamp bar had fractured at the hook above the knife blade. Material testing on the fractured clamp bar noted no abnormalities. Replication of damage such as anvil deformities and fractured clamp bars may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge."